Event description:
The pt was admitted to the hospital in 2006 via the emergency dept for a malfunctioning pacemaker and chest pain. Next day, the pt went to the cath lab for implantation of a new right ventricular defibrillator lead, capping of the old right ventricular/defibrillator lead and upper limit of vulnerability / defibrillation threshold testing. It is believed that this lead was fractured secondary to the high impedance and the high degree of artifact resulting in inappropriate shocks that occurred on the date of event. The pt's internal pacemaker and defibrillator were placed sometime in 2005.